Manufacturer narrative:
Investigation completion task cancelled as there is insufficient information concluding the cause of the eos. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacturer representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the battery was at end of service (eos) when interrogated on (B)(6) 2019. The battery life was approximately 10 months. The battery was implanted on (B)(6) 2018. No impedance issues noted. All impedances wee with in normal range throughout life of battery. Battery settings- 2-3+, 3.4v, 60pw, 120hz. No known patient or environmental factors that may have led to or contributed to the issue were reported. The battery was replaced due to depletion and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial number: (B)(4) determined the eos or eri longevity was not met and the cause was undetermined. If information is provided in the future, a supplemental report will be issued.